Manufacturer narrative:
A review of the device history record was completed with no findings or noted nonconformances while making the lot number in question. Biocompatibility reports have been completed for skin contacting components with passing results and are determined to be non-cytotoxic, non-sensitizing, and non irrtating. Samples were not available for return and no further investigation could be completed.

Event description:
The patient reported they were experiencing severe skin burns while using he c6 sensor with flex adaptor. The patient stated they had lumps and burns from the metal attachment. The patient followed the recommended skin prep. Patient reported that they are no longer wanting to continue with service. The patient used sulfadiazine cream on the severe skin burns.